Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the call was cancelled. Operator error no helium seal installed causing leak in helium system. Helium seal installed operator error corrected.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) helium tank does not close, gas hisses out, and unit is not operational.